Event description:
It was reported that during a procedure at the user facility the trinkle drill was leaking. No further information was provided by the user facility.

Event description:
It was reported that during a procedure at the user facility the trinkle drill was leaking. No further information was provided by the user facility.

Manufacturer narrative:
The reported event was not confirmed during the device evaluation; however, upon visual inspection the device was found to have internal corrosion. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.